Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china (osh), there was the possibility that the reported phenomenon was attributed to the electrical connection failure of the cpu of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified timing at the user facility, the subject device gave the error e117 which indicated the subject device had malfunction. There was no report of patient injury associated with this event. Olympus china checked the subject device and found that the reported phenomenon was duplicated, however the cpu was reinstalled the issue was resolved.